Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the inserter broke during use and could not be removed; therefore, the ¿broken piece was implanted with the stem embedded in it¿ as the ¿stem was already inserted deeply¿. Reportedly, no patient harm or surgical delay resulted. The material composition of the retained foreign body is 17-4ph stainless steel. The externally communicating device is neither manufactured nor intended for implantation; and is not approved for long-term internal tissue exposure and long-term implantation data is not available. Without the requested documentation/information, the clinical root cause of the reported event could not be further assessed. The patient impact beyond the reported device breakage and retained foreign body within the stem during the thr procedure could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the inserter-tip fragment could not be ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported during a thr procedure, that a anthology inserter ant soft broke, this occurred inside the patient. The broken piece was implanted with the stem embedded in it, the piece could not be removed because the stem was already inserted deeply. No delay reported. No patient harm reported.